Manufacturer narrative:
Qn#(B)(4). UDI# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the balloon doesn't inflate while in the patient". No patient harm or injury. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). Additional information received on 17 july 2024 states that "the original ultraflex was removed and replaced with a rediguard. Catheter. The second insertion site and patient status is unknown." The reported complaint for iab "balloon doesn't inflate while in the patient" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the balloon doesn't inflate while in the patient". No patient harm or injury. At the time of this report, the customer has not returned our requests for additional information.